Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 546 mg/dl, dehydration, arm contractions, and a foot infection. Bg was addressed via a correction bolus, manual injection, consumption of potassium, and fluids. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue, and customer was unaware of bg levels. The customer was instructed to consult with healthcare provider regarding bg level.